Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the u.s.a. Stating that the device had a hole in the hose. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.